Event description:
It was reported that stent dislodged, and difficulty removal occurred. The target lesion was located in the severely tortuous and mildly calcified proximal to middle left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent (des) was advanced and overlapped with the first implanted synergy des; however, a resistance was felt, and a stuck issue was noticed. The delivery was then discontinued, and the device was attempted to be removed, but the stent got dislodged. The dislodged stent was successfully removed using a snare and there were no fragment remains inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that stent dislodged, and difficulty removal occurred. The target lesion was located in the severely tortuous and mildly calcified proximal to middle left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent (des) was advanced and overlapped with the first implanted synergy des; however, a resistance was felt, and a stuck issue was noticed. The delivery was then discontinued, and the device was attempted to be removed, but the stent got dislodged. The dislodged stent was successfully removed using a snare and there were no fragment remains inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6) medical center. Device evaluated by MFR: a 3.00 x 20mm synergy xd was returned for analysis. A visual, tactile, microscopic examination, including a device interaction test and a review of stent crimp outer diameter (od) was performed. A visual and tactile examination of hypotube identified no damages. A visual, tactile and microscopic examination of shaft polymer extrusion identified no damages along the entire distal extrusion. A visual, tactile and microscopic examination of the balloon identified no damages, and the balloon was tightly folded. There was no evidence that the balloon had been subjected to any positive pressures. There was clear evidence of stent crimp on the balloon material. A microscopic examination of the detached stent found that the stent was stretched and damaged. No damage was observed to the tip section of the device. The device was loaded and tracked over a 0.014-inch guidewire without issue. Due to the damage evident along the detached stent, it was not possible to measure the stent outer diameter (od). A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was 0.0402 inch within max crimped stent profile measurement.